Event description:
It was reported that the coating is peeling of the tip of the wire. Several attempts have been made to obtain additional info on this procedure. No other info or details are available. Pt status is unk.